Event description:
Always after dental amalgams placement, health reactions, seizures, kidney failure, ulcer, rashes along jaw, around ears, back of hair, hair loss, lung complications, loss of memory. Had a metal test done, result was extreme in mercury. I don't eat fish or around any other mercury substances. Job loss. Once I removed all mercury fillings, and removed mercury from years of accummulation, all symptoms disappeared.